Event description:
On 11/10/1998 following a catheterization procedure (type not documented to manufacturer), an angio-seal device was placed in a pt's right groin. Approximately two days later (11/12/1998) the pt complained of discomfort in her procedure leg. Examination showed no bruit or palpable mass, and the pt was sent home without treatment. Later (length of time not specified) the pt complained of increased discomfort, and therefore underwent an arterial ultrasound which identified a decrease of flow within the artery. The pt was placed on anticoagulant therapy at that time. As of 01/05/1999 there has been no report to the manufacturer as to whether further medical or surgical treatment was required for the event. There has also been no further report of additional complications or pt sequelae.